Manufacturer narrative:
The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-012-c, which addresses the causes associated with the reported malfunction.

Event description:
It was reported to philips that the system was unable to boot, stalling at 00:00. The device was outside of use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. It was reported that the system was unable to boot, stalling at 00:00. Review of the logfiles confirmed the ¿malfunctioning flex vision pc¿¿. Upon troubleshooting, philips field service engineer (fse) visited onsite and analyzed the log files which confirmed that the flex vision pc frame grabber cards were not passing the self-tests. The defective flexvision-2_revised pc was returned to failure analysis which was able confirmed the failure mode was ¿s60 - unit malfunction¿, and failed component was ¿hdd bay¿. Fse replaced the flex vision pc and hard disk spare parts. After the replacement of replaced the flex vision pc and hard disk spare parts, the system was returned to use in good working. Due to manufacturing issues, the frame grabber card may not function as intended, leading to issues with the system's flexvision pc. Philips has initiated a field safety corrective action (2023-igt-bst-027)/ medical device correction (z-1144-2024). The codes were updated based on the investigation outcome.